Manufacturer narrative:
The device is currently being evaluated; the manufacturer will file a follow-up report detailing the results of the evaluation once it is completed. (B)(4). Device evaluation in progress.

Event description:
It was reported that a medfusion® 3500 syringe pump had a check clutch plunger lever error. No patient injury was reported.

Manufacturer narrative:
The reported medfusion® syringe infusion pump was returned for investigation. Visual inspection revealed that the device was in poor condition; the top case was chipped and cracked and the bottom case was damaged. A review of the device event history log found that a check clutch error had occurred. Further review of the event history log found that the clutch was released during an infusion. During flow and occlusion testing, the check clutch error could not be duplicated. Investigation determined that the root cause of the check clutch alarm was due to the improper release of the clutch during an infusion. As a preventive measure, the clutch halves were replaced with lead screw and spring. After device repair and recalibration, the device was found to pass all delivery, accuracy and functional tests.